Event description:
It was reported that the patient was experiencing pain in her neck and headaches for approximately 2 months. The generator was programmed off on (B)(6) 2013 and the patient reported that the headache subsided; however, the neck pain was still persistent. The patient indicated that she would like to get the device explanted due to the discomfort and because she doesn't like having an implant inside of her. The patient was referred to surgeon for explant. Surgery is likely; however, has not occurred to date. Further follow-up revealed that the physician believes that the device presence may be causing the patient's pain and headaches, but that the patient has comorbid anxiety. The physician reported that there had been no contributory programming or medication changes that preceded the onset of the event. Normal mode and system diagnostics were reported to be within normal limits. The patient was referred to surgeon for explant. Surgery is likely; however, has not occurred to date.

Event description:
Further follow-up revealed that the patient's device was explanted on (B)(6) 2013. It was reported that the device was discarded and will not be returned to manufacturer for analysis.